Event description:
Complainant alleged that the clinicians were attempting to treat a 71 year old male pt, but there was no display on the device screen and the clinicians reported that they smelled the odor of smoke. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.